Event description:
The customer reported that following a catheterization procedure, a vasoseal es was deployed. The patient was very thin with very calcified vessels. Following the procedure the patient's leg appeared mottled. The patient was taked to surgery for removal of collagen/clot and plaque from the femoral artery. No pathology report on material removed from the artery was available. No further complications were reported.